Event description:
Fire dept personnel were attending to a cardiac arrest pt. During a post event data review, the reporter determined that the device analyzed and rendered a no shock decision on ventricular fibrillation. A second rhythm analysis was not attempted because advance life support team had arrived and took over treatment of the pt. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the pt's viability.